Event description:
Pt with transvenous defibrillator placed in 1995, had subsequent episides of vt/vf which were controlled. Pt noted to have t wave oversensing with double counting-corrected by re-programming. On recent follow-up, pt noted to have eri and pt admitted for generator replacement and extraction of old defective lead, under local with IV sedation.